Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "is corroding" and there "is stuff on it" making the patient feel uncomfortable. The patients also experienced soreness, nausea and hurt from the "neck all of the way down the back". The ipg remains in use. No further patient complications have been reported as a result of this event.